Event description:
The customer contacted philips and reported the ECG is not showing. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips and reported the ECG is not showing. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.